Event description:
The patient underwent a balloon angioplasty of his distal sfa utilizing a 5 french cook rabbe guiding sheath in an interventional radiology suite at our hospital. The smaller sheath was used due to extensive femoral disease. At the competition of the procedure while all catheter wires were being removed, the vascular surgeon noticed that the back end of the sheath was disengaged and popped off. The blue working portion of the sheath was still left in place. An attempt was made by the surgeon to remove that portion resulted in the sharing of the sheath a metal coil from the sheath remained outside the patient but the rest of the sheath remained inside the patient captured at the right groin and not moving. Several unsuccessful endovascular attempts by different techniques were made to remove the piece. The patient ultimately was brought to the operating room and the piece was successfully removed with a cut down procedure using a snare. The patient did well with discharge to home on postoperative day 2.